Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture, and high pace impedance measurement greater than 3,000 ohms, in bipolar configuration, although measured 655 ohms in unipolar. The lead was successfully replaced with a different model. No additional adverse patient effects were reported. Return of the lead is not expected. If product is received, analysis will be completed and this report updated with pertinent information.